Manufacturer narrative:
During pump inspection, the service technician found a faulty power cord with damaged insulation and visible burn marks, likely caused by the short circuit. The exact circumstances leading to the damage remain unknown. The power cord with visible burning marks on the plug was replaced. It cannot be excluded that the suspected short circuit was a consequence of the mechanical stress resulting from improper cable handling. Based on historical data, damage may occur when: - the power cable becomes trapped between moving parts of the bed due to lack of use of the cable management system, - the cable is caught under bed castors or other equipment, - the cable is stretched or crushed during bed movement (e.g.: transported to another room or ward) - kinks, cracks weakening the resistance of the external cable insulation due to wrong storage conditions. According to the auralis instruction for use (IFU, 04.ai.00en): there are actions to be performed before every use and following information: "check all electrical connections and power cable for signs of excessive wear or damage." "The power cable must be positioned in the cable management on the left side of the mattress." "Warning: to avoid falling and injury, make sure that cables and the tube-set are positioned correctly and are clear of moving bed mechanisms or other possible entrapment areas." "Store the pump: wrap the power cable around the hanging brackets." Based on the available information, the exact root cause of the damage to the power cord plug could not be determined. Arjo device failed to meet its specification since the power cord was damaged. The issue occurred when the patient was on the bed. The complaint was deemed reportable due to an allegation of electric shock sustained by a caregiver, caused by a damaged power cord (insulation damage). D4. The device is distributed outside the us and no gudid information exists.

Event description:
Before transporting the patient for an x-ray examination, a nurse attempted to disconnect the pump power cord from the wall outlet. At that moment, a burning smell and smoke were observed coming from the power cable, and the nurse experienced an electric shock. The nurse received immediate medical attention and was evaluated and treated in the emergency department. Following the incident, numbness was reported in the right thumb and index finger.